Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance and a confirmed fracture. The lead also had low high-voltage impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.